Event description:
Device analysis indicates a device failure.

Event description:
Per the clinic, the patient experienced a poor performance with the device, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.